Event description:
It was reported that two days after a cesarean section procedure, the pt reported feeling a "pop" on the incision area. After examination, the physician said that a seroma had developed at the site of the skin incision. Hours later, the staples were removed and the bowel presented through the prior fascia closure. The physician could only find 1 knot. The fascia was reclosed with another suture type and the pt was discharged from the hospital the following day and is reportedly doing fine.